Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 295 mg/dl. Customer has treated with manual injection and insulin pump. The blood glucose reading at the time of the event was 300 mg/dl. Diagnosed diabetic ketoacidosis. Customer stated that she did not get a lot of sleep, the infusion set fell halfway out of the body and customer was not aware that she was not receiving insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.